Manufacturer narrative:
E1: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a type 1b endoleak was present on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. The 83-year-old male patient had undergone endovascular aortic repair (evar) on (B)(6)2013. The following cook devices were implanted during the procedure: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-113-zt), zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt), zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt). The patient underwent a fenestrated endovascular repair on (B)(6) 2020 where a custom-made device cook (rpn: thoracoabdominal-sidebranch) was placed. The aneurysm sac continued to enlarge to approximately 11 cm. The patient underwent open repair due to a type 1b endoleak on the left limb. When the open repair was performed, the aneurysm sac measured 15 cm. During the procedure, an external cuff was applied to the left side to treat the type 1b endoleak. However, there was still evidence of a type 1b on the right limb. A cuff was applied to the right limb, and this resolved the type 1b endoleak. During the open repair the physician also identified a persistent type 3b endoleak on patient's left lateral wall. The endoleak was approximately 1 cm above the bifurcation. The type 3b endoleak on the zenith flex aaa endovascular graft bifurcated main body was repaired by suturing the hole during the open repair. The focus of this report is the type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt) that was repaired with a cuff in an open repair. Additional reports will be submitted for the type 1b endoleak on the other zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-74-zt and the type 3b endoleak on the zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-113-zt).

Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. Correction: b5, h5, h6 (annex a). Investigation-evaluation. Cook was initially notified that a type 1b endoleak was identified by the treating physician through imaging which required an open repair. However, it is believed that the customer inadvertently provided information for multiple patients which resulted in contradictory information being reported by cook. Cook was eventually able to determine through our investigation that a type iiib endoleak was discovered 8 years post implantation through the stretched fabric of a left zsle-16-74. Aneurysm growth between years 8 and 10 was from the type iiib endoleak as it was the sole endoleak during this period. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Medical imaging was provided and reviewed by a physician. Impression: 1. The complaints of type ib zsle endoleaks and tffb endoleak are not confirmed. The complaint report narrative of an open repair, a line drawing of the main body endoleak found at this open repair, and 2018 planning and sizing reconstructions from an untreated 71-year-old patient do not match the provided imaging, the other facts in the complaint report, or the provided supporting documentation. 2. The majority of the imaging and provided supporting documentation belong to an 83-year-old patient who was originally treated in 2013 with the complaint devices and further revised in 2020 with a t-branch cmd. A type iiib endoleak was discovered 8 years post implantation through the stretched fabric of a left zsle- 16-74. 3. Aneurysm growth between years 8 and 10 was from the type iiib endoleak as it was the sole endoleak during this period. * the endoleak was likely the result of fabric fatigue associated with main body extraction/settling. This settling was related to overgrowth of the original aneurysm. 4. There was no imaging evidence of an open repair. 5. The imaging did not provide evidence of or even the potential need for right or left cuffs. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. It should be noted that this device is supplied via a one-device lot. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field (4*). Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ the zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. ¿ successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging. 4.3 pre-procedure measurement techniques and imaging ¿ clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of imaging contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ claudication (e.g., buttock, lower limb) ¿ endoleak ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion ¿ surgical conversion to open repair 7.1 individualization off treatment additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s suitability for open surgical repair ¿ patient¿s anatomical suitability for endovascular repair ¿ patient¿s ability to tolerate general, regional or local anesthesia ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) 8 patient counseling information ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirement is required and should be considered a life-long commitment to the patient¿s health and well-being. ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. Based on the information provided, no product returned, and the results of the investigation a definitive root cause for this event could not be established. It is likely that disease progression may have contributed to this incident. The image reviewer stated, ¿a type iiib endoleak was discovered 8 years post implantation through the stretched fabric of a left zsle-16-74. Aneurysm growth between years 8 and 10 was from the type iiib endoleak as it was the sole endoleak during this period. The endoleak was likely the result of fabric fatigue associated with main body extraction/settling. This settling was related to overgrowth of the original aneurysm.¿ this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.